Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarm with error code. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Additional information received on 23-nov-2022 via email and attached to complaint object: patient info updated in complaint. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing was unable to duplicate the reported issue. The investigation found that the pump had a defective lcd. This was determined to be the most probable, but unconfirmed, cause of the reported issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
Additional information was received via email on 15-oct-2022 and attached by the manufacturer to the complaint object: drug used was remodulin, route of administration was subcutaneous, the dose was 119.2 ng/kg/min, the frequency was continuous, the start was date 06-may-2019 and the indication was for pulmonary arterial hypertension.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.